Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination of the stent found proximal stent and distal stent damage. Proximal stent struts pulled distally, and distal stent struts flared. The undamaged stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and showed signs of being subjected to positive pressure. The balloon cones were not evenly folded or tightly wrapped, and the distal balloon cone appeared puffed. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-aug-2019. It was reported that the stent failed to cross the lesion. A 3.00 x 24 synergy stent balloon expandable was selected for use. During the procedure, it was noted that the stent failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis noted proximal stent and distal stent damage.